Event description:
Literature: smith cc, lin jl, shokat m, dosanjh ss, casthely d. A report of paraparesis following spinal cord stimulator trial, implantation and revision. Pain physician. Jul 2010; 13(4):357-363. Summary: the incidence of spinal cord injury after (B)(4) trial, implantation and revision is unk. Four pts are presented who were admitted to an acute spinal cord rehabilitation hospital over a 4-month period. All 4 pts presented with paraparesis after spinal cord stimulator trial or implantation. Event: the pt was implanted successful; no acute post operative complications. However on post-operative day #5; new acute mid back pain occurred with rapid progressive (within hours) weakness and motor loss to his bilateral lower extremities. There was associated urinary retention. The pt was taken to a local ed and was transferred the same day to the facility where the surgery. Post transfer; pt was started on intravenous methylprednisolone protocol. MRI showed an epidural hematoma extending 2 levels above the area of spinal cord stimulator placement. On post-op day #5, laminectomy of the t8-9 was performed with excision of epidural hematoma and device removal. There were no post-operative complications and the pt tolerated the procedure well a f/u MRI of the thoracic spine revealed cord edema at t8 through the conus medullaris and a large herniated disc at t8/9 and t9/10. At the time of discharge, he was at a supervision level for manual wheelchair transfers, activities of daily living, bladder and bowel program. See MFR report#3007566237201007635.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info has be requested.